Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported the device would not power on. The customer reported there was no patient harm. The customer has requested manufacturers service which is pending per the customers availability.

Event description:
The customer requested manufacturers service for the device upon receipt of part(s). The manufacturers service technician reported upon arrival to service the unit he found the cpu pcb board was removed. The service technician reported a new cpu pcb board was installed and all applicable software reinstalled. Performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
(B)(4).